Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient extension line was connected after priming was complete. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The care giver (cg) stated that they added a patient line extension after prime was completed. The technical service representative (tsr) had the cg cycle power to clear the error. The home patient (hp) would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp was informed that it is not correct procedure to connect a patient extension line after priming. The hp was informed to attach the extension line before priming the machine. The hp understood the proper procedure. The hp stated they were able to complete therapy that day without any further issues. There was no report of injury or medical intervention.